Manufacturer narrative:
Implant removed due to an unrelated event.

Event description:
The augmentation patella was removed when an infection was identified in the patient. The implant was not the cause for the infection. The patient will not be completely revised until the infection has been cleared.